Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab to have a bent spike tip. The cause was determined to be assist device issue. A batch review cannot be done since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A nurse reported to baxter (B)(4) that a spike got bent while connecting to the yume set with a clean flash. An error 154.88 had occurred. This happened at the patient's home. There was no patient injury or medical intervention. No further information is available.